Manufacturer narrative:
The insulin pump had a cracked reservoir tube and blank display due to moisture damage on the electronics.

Event description:
The customer called to report a blank display and a crack on the casing after she fell and landed in water. Advised that the insulin pump would be replaced. Nothing further was reported.